Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: dislodged stent remains in the patient's anatomy in an unintended site. Device issue: stent dislodgement. It was reported that after pre-dilation was performed in the retroflex circumflex, the 2.5 x 12 mm mini vision stent delivery system (sds) would not cross the calcified lesion. Then, an attempt was made to cross the lesion with a 2.5 x 08mm mini vision, but was unsuccessful. A second attempt was made to cross the lesion with the 2.5 x 12 mm sds by advancing and pushing several times; however, it still did not cross. Upon removal of the sds, the stent dislodged from the balloon and remained in the patient's coronary, partially in the circumflex and partially in the left main. An attempt was made to snare the dislodged stent with a snare device, but this was unsuccessful. Then, a balloon catheter was used; however, the results were ineffective. At last, a new stent was deployed over the dislodged stent, and was able to compress a portion of the dislodged stent against the vessel wall in the left main. However, the portion that was in the circumflex could not be treated. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the instructions for use state, "should any resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit." Historical data suggests that stent dislodgement may be caused by, but not limited to, manufacturing, during prep, during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The failure to cross is likely related to the heavily tortuous and heavily calcified lesion. The stent dislodgement appears to be related to the excessive force used during the attempt to cross the difficult anatomy and not a product quality issue.